Manufacturer narrative:
Health hazard evaluation (hhe) was completed.

Event description:
One (1) connector of the tigerpaw system ii device was not engaged, and the appendage was stitched up. There was no patient negative effects.